Event description:
The surgeon reported that the patient's explant surgery was planned for patient comfort and that the patient's choking is not related to vns.

Event description:
The patient's device had been disabled to test the efficacy of the therapy. The caregiver reported that the patient was having seizures daily, and every time he has a seizure he is "choking because of the electrodes on the nerve". The caregiver would like to explant the device as a result. It was confirmed that all output currents were turned to 0.0ma. The impedance was also checked and within normal limits. The patient underwent surgery for vns removal. The reason for explant was reported as the following per the surgeon's note: device had been disabled for a long time, patient having discomfort and the device also preventing patient from getting an MRI. The explanted devices have not been received to date.